Manufacturer narrative:
The initial investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on the initial investigation analysis, it was determined that the system performance had possibly deviated from the normal behavior. To further investigate the issue and to determine the root cause, a return material authorization (RMA) was issued for return and replacement of sensor. However, the sensor was never received. Thus, no investigation or root cause analysis of the investigation was possible for this complaint. The customer also reported infection at insertion site on (B)(6) 2024 (MFR # 3009862700-2024-00960).the infection would have likely caused or contributed towards sensor inaccuracies. B4. Date of this report 14 march 2025. G3. Date received by the manufacturer? 14 march 2025. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The patient observed measurement deviations between cgm and blood glucose (bg) meter readings starting (B)(6) 2024. The sensor was inserted on (B)(6) 2024. The patient provided the below set of examples. Date, time, sensor glucose (sg) value, bg value a. On (B)(6) 2024 10:00 am; 231 sg, 312 bg, b. On (B)(6) 2024 4:30 pm; 247 sg, 304 bg, c. On (B)(6) 2024 11:00 am; 79 sg, 219 bg, d. On (B)(6) 2024 11:00 pm; 212 sg, 194 bg. The issue was escalated to next level support who authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.